Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted 2010 (B)(6). (B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation that required reprogramming the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.